Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. The patient was initially treated on an unknown date with intraperitoneal ceftazidime 2000mg daily, for five days. In the middle of treatment, while hospitalized, the patient was switched to unknown intravenous antibiotics. The patient was performing pd therapy at the time of the event. On an unreported date, the pd catheter was removed and hemodialysis (hd) was initiated. The patient was discharged nine days after admission. At the time of this report the patient was recovering from the event and was performing hd therapy three times per week until this peritonitis event is fully resolved. The patient plans to return to pd therapy. No additional information is available.